Manufacturer narrative:
Based on available information, the battery of the equipment had been dead. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery is out of charge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.